Event description:
Per the clinic, the patient reported loudness fluctuations and whistle-like noise with device use. Re-programming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.